Manufacturer narrative:
The device was received for evaluation without the pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was identified at the patient¿s home before treatment for peritoneal dialysis therapy. When the issue was found, the user replaced the product and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.